Event description:
The customer reported that the sealing function of the device did not work. There was no pt injury. No further information is available from the site at this time.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.